Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a peritoneal leak coincident with automated peritoneal dialysis therapy. The cause of the peritoneal leak was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported; however, the patient was planning to see their doctor the following day. The patient had called the technical service representative for assistance in ending therapy early that evening, and it was not known if therapy would remain ongoing. The patient&#38112;recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a complete device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.